Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On the day of the event, the patient was feeling that his fingers and feet were numb. The bg and cgm readings were both high. The caretaker called an ambulance on the (B)(6) 2024 around 3:00am. The paramedics took a bg reading which was high and the cgm reading was low values (no specific value reported). The paramedics treated the patient with insulin. After the treatment the patient stabilized and was not taken to the hospital. At that time the cgm reading was still inaccurate, the cgm reading was high numbers and the bg reading low readings. The sensor was removed and replaced. At an unspecified time during the event, the cgm was reported to be 322 mg/dl and the bg was 475 mg/dl. At the time of the report the patient was fine. There were no reported glucose values available to search within the parkes error grid calculator for the time the patient was experiencing symptoms. The reported glucose values fall within the b zone of the parkes error grid (unspecified time during the event). No additional patient or event information is available.